Event description:
The customer reported that they could detect cidex opa on their instruments after processed in the unit. The customer stated that there have been no patient injuries related to this issue. The customer stated that the cidex opa is found on the control dials of the scope and they can see the residue on the scopes. The customer reported that they used a cidex opa test strip on the residue and it shows positive results for the solution. The customer stated that she believes that the problem is that the cidex opa level in the basin during the disinfect cycle goes too high and she does not believe that the rinse cycle is adequate. The customer stated that the asp field service engineer went to the facility to asses the unit and found it working to specifications. The clinical educator went to the facility to assess the customer's practices. The customer currently rinses the scopes after they are processed in the unit.

Manufacturer narrative:
Rinse inadequate.